Manufacturer narrative:
The device in question was returned to boston scientific for further investigation, however, the investigation is still on-going. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. Once the investigation has been completed, a supplemental report will follow.

Event description:
The physician reported he was performing an aneurysm embolization. The physician reported he had placed 11 other coils prior to this coil. During repositioning of the coil, the coil came out of the aneurysm, and became stuck on the stent. After maneuvering the coil, the physician was able to remove the coil. The procedure was reportedly completed with the use of another similar device. The pt is reportedly in stable condition.